Manufacturer narrative:
(B)(4). The reported event is confirmed as the visual inspection of the returned products confirmed fracture. The returned tasp was fractured on the anterior side of the post feature and also showed excessive wear. Fractured piece not returned. The tasp had a potential field life of 4 years with unknown frequency of use. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non- cps) tasp bottom components have been modified to prevent fracture. The definitive root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the persona knee instrument was returned via the worn instrument program and was fractured, scratched, worn out and chipped. Device reportedly fractured post-surgery, and had no patient involvement.